Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 06nov2018. The service engineer (se) inspected the device and replaced the power supply. The ventilator works on alternate current (ac) power. The se performed performance verification testing and all test passed.

Event description:
It was reported that the ventilator would only run on backup battery. No patient harm reported. The event date was not specified; estimate used.

Manufacturer narrative:
Report date: 23jan2019. Date rec'd by MFR: 21jan2019. A power supply was returned to philips for analysis. A visual inspection of the returned component was performed, no notable conditions were found. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that the root cause was isolated to a component (c56) in the power supply. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.